Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The blood glucose value at the time of the event was 50 mg/dl. The customer was treated with glucose. The event involved product(s) mmt-1884, mmt-332a, mmt-397a, mmt-7040a. Troubleshooting was performed for hypoglycemia. The customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of the reported event. The customer also reported that the pump was over-delivering the insulin. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer response was that the device would be returned. The customer will discontinue use of the reservoir. Mmt-332a was requested and the customer responded that the device would be returned. The customer will discontinue use of the infusion set. Mmt-397a was requested, and the customer responded that the device would be returned. No product return is required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0872 inches. The pump successfully delivered a 10 units bolus during the displacement test and a 25 units bolus during the dat. All boluses were properly recorded in the daily history. No pump over delivery anomaly noted. [Per (B)(6) ¿ r&d engineer: during the event date (01/02/2026) the pump was in the smartguard (closed loop) mode and as per cl1 algorithm delivered bolus auto-corrections (autobolus) and auto-basal (microbolus) based on sg values. Also, the customer issued 5 manual boluses programmed in the meal wizard and accurately delivered: at 08:00:35 bolusamountdelivered: 18000 (1.8 u). At 12:34:49 bolusamountdelivered: 36000 (3.6 u). At 13:21:51 bolusamountdelivered: 34000 (3.4 u). At 14:12:19 bolusamountdelivered: 81000 (8.1 u). At 18:14:15 bolusamountdelivered: 39000 (3.9 u). The ttd for the event date was 66.8u. Here are the tdd amounts for the previous week (they are comparable) : 01/01/2026 ¿ 49.3u, 12/31/2025 ¿ 83.6u, 12/30/2025 ¿ 56.6u, 12/29/2025 ¿ 65.7u, 12/28/2025 ¿ 67.3u, 12/27/2025 ¿ 73.6u, 12/26/2025 - 76.8u. Conclusion: I did not confirm the over-delivery issue. (Please see the attachment for details on mark freger's analysis).] The following were noted during visual inspection: minor scratched display window, scratched case and pillowing keypad overlay. The sc1 cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. The pump was received without the battery cap. There were multiple boluses programmed on the event date 02-jan-2026 in the pump history file. Unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 02-jan-2026 listed on smartsolve due to insufficient data in the trace/history files. Perform the history review 1 week prior to the event date 02-jan-2026 in the pump history file and found 1 lost sensor alert on 12/27/2025, 1 lost sensor alert on 12/28/2025 and 1 lost sensor alert on 12/31/2025. The pump properly paired with the guardian 4 transmitter. No lost sensor alert noted during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.9 mv). The pump passed the functional testing. Unable to confirm alleged low bgs. Delivery anomaly-possible over delivery not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.